Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the t10 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.